Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had button error. The customer's blood glucose level was unknown at the time of the incident. It was reported that she was pushing the act button but it took a while before it will work. The device will not be returned for analysis.